Event description:
Rptr is an rn, who goes into an anaphylactic reaction every time latex gloves are used in her presence. Rptr is unemployed right now because of this problem. She has had six reactions and has been hospitalized once.